Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has been having some high and low blood glucose readings. Customer's lows went as low as 43 mg/dl and his highest low was in the 60's mg/dl. Customer stated that the high blood glucose readings have been in the 200's mg/dl and the highest he experienced was 400 mg/dl. Customer stated that he was not checking his blood glucose when the blood glucose reading is above 250 mg/dl. Customer stated that he has not had any bent cannula but he has had blood in some of the cannulas. Customer stated that he does change the set for his high blood glucose readings. Customer declined to be transferred to the helpline.